Event description:
Info provided by the pt's atty, indicted the pt alleges the following issues: the pt reported she experienced heating at the scs ipg pocket site while charging and using stimulation. It was also reported the pt experienced "shocking" regardless of stimulation. Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(4) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.